Event description:
A caller reported an issue during the fill tubing step of the load sequence, where they did not see drops of insulin at the end of the tubing. There was no adverse impact on the customer's blood glucose level. The issue was not current, as the customer had resolved it on their own on a previous date. They attempted to load a new cartridge but ran out of supplies and reverted to an alternate method on insulin therapy.